Event description:
The customer alleged they received questionable free triiodothyronine (ft3) results for one patient on their e411 analyzer. The patient's initial ft3 results were 6.74 pg/ml and 6.28 pg/ml. Information on whether either of these results was reported outside the laboratory was requested but not provided. The customer performed a recovery test using a peg precipitation. The customer returned the patient's sample for investigation. The patient's investigation results were 3.52 pg/ml and 3.55 pg/ml. These results were reported to the customer on (B)(6) 2014. The customer performed another measurement on the patient's samples and obtained the same results as the investigation. There were no deaths, injuries, illnesses, deteriorations in health, or harm to the patient associated with the erroneous results. Additional information was requested but not provided. The ft3 reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The customer repeated the samples and produced results comparable to those produced in the investigation. The ft3 result was 3.87 pg/ml. These results were considered correct.

Manufacturer narrative:
A root cause could not be determined. The customer allegation could not be reproduced. Based upon the information provided for investigation, a general reagent issue could not be detected.